Event description:
The customer's wife stated that the customer was hospitalized for blood glucose levels above 600 mg/dl. The customer was experiencing high blood glucose levels because the reservoir was not connected to the tubing properly. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. A tubing clamp was mailed, and the customer was advised to call back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.